Manufacturer narrative:
(B)(4). Concomitant medical products. Distal lateral fibular plate left 6 holes 106 mm length pn: 47235701806 ln: 63151104, 2.7 mm locking screw 18 mm length pn: 47482801802 ln: 62545691, 2.7 mm locking screw 18 mm length pn: 47482801802 ln: 63500426, 2.7 mm locking screw 18 mm length pn: 47482801802 ln: 62545691, 2.7 mm locking screw 18 mm length pn: 47482801802 ln: 63842365, 2.7 mm locking screw 10 mm length pn: 47482801002 ln: 63068135, cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length pn: 47234801635 ln: 63486170, cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length pn: 47234801635 ln: 63486170. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00638, 0001822565-2019-00639, 0001822565-2019-00640, 0001822565-2019-00641, 0001822565-2019-00645, 0001822565-2019-00648, 0001822565-2019-00649, 0002648920-2019-00103, 0002648920-2019-00104. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision due to inflammatory reaction to implant.

Event description:
It was determined this reporting is a duplication. Please void this submission and reference 0001822565-2018-06791 for future communication.

Manufacturer narrative:
It was determined this reporting is a duplication. Please void this submission and reference 0001822565-2018-06791 for future communication.